Event description:
Sorin group (B)(4) received a report that heater-cooler displayed multiple error messages and did not function during set up, after a new mains ac board was installed. There was no patient involvement.

Manufacturer narrative:
(B)(4). A sorin group field service representative was dispatched to the facility to investigate. The reported issue was confirmed and the technician replaced several boards but was unable to resolve the malfunction in the field. The device returned to the original equipment manufacturer (OEM) for additional investigate. The OEM found that the issue was caused by the power supply, which was not compatible with the power source in (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant tot he reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.